Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on intermittent occasions, the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Then, the customer receives a notification that bg will go low, and does not deliver insulin based off of the incorrect input. The customer then programs the correct carbohydrate amount into the bolus tab. There was no impact to the customer's blood glucose level.